Event description:
It was reported that the left ventricular epicardial lead had increased threshold. The lead was capped and replaced with the other epicardial lead that was already implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071 lead, implanted: (B)(6)2012. (B)(4).